Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove 4 abandoned leads: two right atrial (ra) and two right ventricular (rv), due to the patient having prolonged mrsa/sepsis infection. All leads had been implanted on the right side, two in 1990 and two in 1996. The plan was to perform the procedure via sternotomy to extract all 4 leads, followed by aortic and mitral valve replacements. The sternotomy was performed; then, the pocket was accessed, with very heavy calcium noted around the leads. Separating the leads took considerable time, but once completed, a spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead (1996), and lld #2s were inserted into each of the remaining three leads. Beginning with a spectranetics 16f glidelight laser sheath and working on the ra lead (1996), heavy calcium and lead on lead binding was encountered in the subclavian. After several lasing trains, a spectranetics large visisheath dilator sheath was added to the glidelight and slow advancement was achieved through the superior vena cava (svc) and into the ra. With traction from the lld ez, the lead retracted into the glidelight, but the tip would not fully release. After more traction was applied along with a short amount of lasing approximately 2 cm from the lead tip, the ra lead was extracted. Removing the lead, the glidelight, and the visisheath, the patient's blood pressure dropped. Because the chest was already open, an ra perforation was immediately identified, and the physician plugged the hole with his finger. The surgeon arrived in the room and repair of the perforation was completed, and the patient was placed on bypass. The procedure continued, and using a new 16f glidelight and a new large visisheath, the remaining three leads were freed up from the severe binding in the subclavian, innominate, and svc areas. The aortic and mitral valves were replaced, and the three leads were surgically extracted. The patient survived the procedure, and is expected to make a full recovery. This report captures the lld ez providing traction in the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Section d4: correction: the UDI# has been corrected to (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.